Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the display screen on their device had gradually dimmed to the point of being difficult to read. The customer claimed that changing the contrast didn't help either and there were a few scratches on the screen that didn't affect visibility. This issue is being reported because it was not resolved at the time of troubleshooting. There is no evidence to indicate that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/25/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/04/2013 with the following findings: the complaint of the dim display was not able to be duplicated; the pump powered on and the display was clear and legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.